Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is cpt-(B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 36 x 0 on the left side on (B)(6) 2013. Further it was reported that "post-operatively he was on protected touch weight bearing for 6 weeks and then went on to have gradual increase to full weight bearing." Patient presented to the clinic with pain and rotational deformity on (B)(6) 2014 and underwent revision surgery on (B)(6) 2014 due to breakage of the cemented femoral prosthesis. The biolox delta head was revised as well.